Event description:
The field service senior engineer reported to olympus, the main lamp and the emergency lamp indicator on the visera pro xenon light source were lighting up at the same time. Also, the emergency lamp indicator was blinking on the front panel. The issue was found during maintenance. It was reported that there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the main lamp was working but the emergency lamp was not working. It was due to a defective emergency lamp as a result, the emergency lamp error was coming on the display. There was heavy dust inside the unit. Halogen lamp spring was corroded. Scope socket found loose with light cable. Normal function found foggy. There was corrosion on the rear panel, chassis, top cover, and converter. There were scratches on the top cover, chassis and front panel. Finally, there was hit marks on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were reproduced, and it was determined that it was due to a failure of the emergency lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. As a result of checking the monthly analysis report, there was no increase in trend. Olympus will continue to monitor field performance for this device.